Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power; the battery compartment was damaged and the battery cap would not secure tightly. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-nov-2018 with the following findings: a review of the black box showed multiple unexplained power on reset events. The battery compartment was cracked at the threads on the side. The returned battery cap threads were stripped and was unable to fit to maintain an electrical connection. The reported ¿power¿ complaint was duplicated. Evidence of moisture corrosion was observed in the battery canister. A leak test failed due a battery compartment leak. The test battery cap was able to fit and to maintain electrical connection. Unrelated to the original complaint, the display screen contrast was dim and reddish. The ¿ez-prime¿ steps were performed correctly, and no further power interruptions occurred during the investigation. The pump cover was removed, and no further moisture ingress or any intermittent conditions were found to the printed circuit board.